Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioflex meter read inaccurately high in comparison to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that between (B)(6) 2018, the subject meter began to read inaccurately high, and he obtained an alleged inaccurately high reading of ¿26.3 mmol/l¿ on the subject meter compared to a reading of ¿14.7 mmol/l¿ on his back-up accu chek meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he manages his diabetes with oral medications (unspecified type and dosage) and explained that he did not take any action in response to the alleged inaccurate high reading. The patient advised the csr that after the alleged product issue began, he developed ¿dizziness and blurred vision¿, but confirmed that he did not receive any treatment above or beyond his usual routine of diabetes management and care. At the time of troubleshooting, the csr confirmed that the patient had used an approved sample site to obtain the blood samples and had followed the correct testing steps. The csr also confirmed that the unit of measure was set correctly at the time of testing. The csr noted that the test strips has been stored correctly, were within expiry and that the test strip vial was not cracked or broken. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining inaccurate high results with the subject meter.